Event description:
A system error 2240 message appeared on the display of the home patient's home choice machine during drain 2/4 of their automated peritoneal dialysis therapy. Baxter's technical service center assisted the home patient in ending therapy early. The home patient then started a new therapy using the same supplies. Per the home patient, no patient injury or medical intervention was associated with this incident.